Manufacturer narrative:
Follow-up submitted to report the event did not allege a product malfunction and did not meet the definition of a complaint per 21 cfr part 820. Customer feedback received stating that this matter can be closed with no action needed. No malfunction alleged.

Event description:
It was reported by the customer that the mattress may be one of the factors playing a role in the high incidence of acinetobacter and affecting patients. No product malfunction has been alleged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by the customer that the mattress may be one of the factors playing a role in the high incidence of acinobacter and affecting patients. No product malfunction has been alleged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.